Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the loading process. Reportedly, the user's blood glucose level was not impacted. It was confirmed that the user has alternate insulin therapy.